Event description:
It was reported that the patient had a history of noise and low lead impedance on the atrial lead. The lead was capped and replaced during routine device change out procedure. The patient was discharged post procedure with no complications.

Manufacturer narrative:
(B)(4).